Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that as of an unknown date they believe one of the internal wires is disconnected. When asked why they believe this, it was confirmed that the healthcare provider (hcp) mentioned it is a possibility. It was stated that as of weeks or months ago the patient's speech is also so slurred that they can't talk, and that the slurred speech is on and off depending on medication/is better during the day. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator was incorrect as the previously mentioned device is considered a concomitant product and is an independent system, not a component of the same system referenced in the initial report. Please see below for the updated values for concomitant product: product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Event description:
Additional information was received from a health care provider (hcp). It was reported that the dysarthria problems were due to the parkinson's symptoms. The hcp also stated that none of the wires were disconnected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.